Event description:
It has been reported to philips that the system did not finish booting up. It froze with the ¿x-ray system is starting up status¿. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system did not finish booting up. It froze with the ¿x-ray system is starting up status." Rse tried turning the power back on several times, including turning the power transformer breaker off and on, but the issue persisted. Rse confirmed that both suite pc and xray pc were powered on. The philips field service engineer (fse) checked the logs and found that drive system operation software on the suite pc had crashed. Suite pc is the main control computer. To resolve the issue, fse reinstalled the suite pc software as it was faulty. After that, the device started normally, and the backup data of the internal settings was restored, and the system was returned to good working condition. The codes were updated based on the investigation outcome.